Manufacturer narrative:
The device and the lens were returned loose in the carton. The plunger lock and lens stop were removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is retracted to the fill line. The posterior of the device tip has a thin aneurysm which begins beyond the depth guard and extends to the tip exit. The iol was returned in folded white gauze material. Viscoelastic was observed on the lens. The optic is scratched. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was used. The root cause cannot be determined for the complaint of "posterior capsule rupture". The evaluation of the device shows the posterior of the device tip has an aneurysm observed from the depth guard to the tip exit. This extreme damage may indicate that the lens was not in an acceptable position for advancement. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The lens position during advancement in the device cannot be confirmed because the lens was returned separate from the device. Additional information was provided in the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, there was a sudden release of the lens and the posterior capsule was ruptured. The lens was removed and another lens was implanted instead. Additional information was requested.